Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. A secur-fit stem, lfit head, uhr bipolar component, and 2 cable and sleeve sets were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.